Manufacturer narrative:
Unit received with blank display due to battery connector not plugged in properly to b1/ib. Pump received with cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.